Manufacturer narrative:
(B)(4). The actual device and retained sample were evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was difficult to extrude as the gel had already solidified. There were some white particles observed after reconstitution of the retained sample but the coseal extruded without any issues. The reported condition was verified from the returned sample. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that there white specks in the coseal. There were no issues or damages observed before the use of the product. The product was reported as, "looking different after setting on the patient's skin for a few seconds". There was no patient injury or medical intervention associated with this event. No additional information is available.